Event description:
The provider states the internal filter has a black melted look on it. The provider states the unit was alarming with the red light on. The end user did report the breaker in his home had tripped before the unit started alarming